Event description:
It was reported that a revision surgery was performed to revise the redapt modular neck stem.

Manufacturer narrative:
The associated complaint device was not returned to be evaluated. No clinically relevant supporting documentation was provided to perform a thorough medical investigation. Should additional information become available, the clinical/medical task may be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.